Event description:
It was reported that the crosslink setscrew sheared at the threaded area during tightening, instead of breakoff tab. The surgeon was able to remove the damaged implant. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.